Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they used applier to clip an artery during a liver transplant, the clip applier malfunctioned because the clip did not close completely, and it came off the vessel. They noted that it occurred twice from the same applier. Another clip applier was used on the vessel without issue.